Manufacturer narrative:
2032227-060322-002-c. (B)(4). Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly.

Event description:
Medtronic received information that blank display, battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.